Event description:
It was reported that the device exhibited post-paced t-wave oversensing. The patient was asymptomatic. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.